Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, the battery compartment was observed to be cracked. There was a line observed in the display. A test screen was installed and displayed properly, suggesting a display flex failure. Evidence of contamination was found under the key contacts. Unrelated to these issues, the keypad cover was peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, a display failure, and contamination under key contacts. This report is made based on results of investigation completed on (B)(6) 2016.